Manufacturer narrative:
(B)(4). Initial facility name: (B)(6). Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A neonatal patient experienced two small pulmonary artery air emboli while connected to a baxter clearlink duo-vent solution set. The clearlink set was in use as part of an infusion line set up which was connected to the patient¿s central line (no further detail was provided). The cause of the air emboli was unknown. It was reported that ¿a double lumen uvc¿ was inserted into a neonatal patient. Two days after the insertion (catheter), the patient experienced two small air emboli in the pulmonary artery system. The facility¿s air embolism algorithm was initiated which included a complete change of the line set up, proximal to the central line, and repeat imaging for size and position. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the sample primed normally with no leaks or air noted in-line. The reported condition was not verified. The sample was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.